Manufacturer narrative:
(B)(4). It was reported that mesh was implanted with concurrent hysterectomy, bilateral salpingo-oophorectomy, and left ovarian mass removed, due to vaginal prolapse and ovarian dermoid cyst. It was reported that following insertion the patient experienced pain, exposed mesh, blood spotting, urinary tract infections, insensitive incontinence and six hour surgery to remove. It was also reported that patient underwent mesh removal on (B)(6) 2013, due to exposed mesh. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.